Manufacturer narrative:
Additional, changed, and/ or corrected data.

Event description:
Patient reported "capsular contracture - baker grade unknown against implants in 2003" device has been explanted. This relates to the left side.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture - baker grade unknown against device implanted in 2003".

Event description:
Patient reported "capsular contracture - baker grade unknown against implants in 2003" device has been explanted. This relates to the left side.